Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms or motor and motor slide stuttering or wiggling during testing noted. The rewind functioned properly during testing. No rewind anomaly was noted and no cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while troubleshooting for a no delivery alarm, a rewind anomaly occurred. It was unstable and bouncing back and forth, while the insulin pump was rewinding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.